Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to a routine clinic appointment on (B)(6) 2014. When the patient was connected to the clinic's power module patient cable his pump speed immediately dropped from the set speed. Upon getting up on the exam table, the speed continued to fluctuate. The system controller was exchanged and the replacement system controller operated the pump normally while on batteries. The patient cable was connected to the white power lead of the new controller and the pump stopped again. The patient remained on batteries with no alarms. The patient reported that he had not connected to the power module for months. Upon review of the patient¿s history, no pump stops were noted. The patient was switched to another system controller after which the clinician reportedly was unable to hear the pump. The log file displayed multiple red heart alarms, elevated power events, low speed and low flow events, as well as one pump stop due to a driveline disconnect event at the end of the file. The events displayed indicated a possible driveline fracture. The events also suggested that the patient may be letting the batteries run to a condition of ¿low battery¿. There was an area of concern on the external driveline that was covered with rescue tape. The patient was admitted and was started on dobutamine. Although external manipulation was performed and the patient changed positions, the pump stops could not be reproduced. A pump exchange was completed on (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: non compliant patient has been on batteries continuously prior to coming in to clinic 12-9, due to drive line fault.

Manufacturer narrative:
Approximate age of device: 2 years and 11 months. The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Although the reported low speed and pump stoppage events were confirmed, the root cause of the events could not be confirmed because the entire percutaneous lead was not returned. The pump was returned with the percutaneous lead cut approximately 3 inches from the pump housing. The external portion of the lead, measuring approximately 26.5 inches, was returned. Approximately 10.5 inches of the dacron velour covered section of the lead was not returned. Examination of the external portion of the lead found a clamshell had been installed around the metal connector and breakdown of the braided shield adjacent to the connector bend relief. The shield breakdown was also visible on a submitted x-ray. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The lead was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Examination of the pump portion of the lead found it to be unremarkable. Visual inspection of the wires found no insulation damage or wear. Electrical continuity testing and hipot testing did not reveal any discontinuities or shorts. X-rays of the internal portion of the lead were submitted for review but appeared inconclusive for potential percutaneous lead wear. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.